Event description:
The pump was returned for investigation. Investigation revealed that there was contamination on the keypad wire, a dim and discolored display screen, and a crack in the battery compartment. This report is made based on results of investigation completed on 05/05/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/05/2014with the following findings: the keypad was peeled completely off the pump. All of the keypad button contacts were missing. Contamination was found on the keypad wire contacts. Additionally, the pump booted to the verify screen with a dim pink contrast. There was also a crack along the battery compartment threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).